Event description:
It was reported that the patient's right ventricular (rv) lead and the pulse generator were explanted and replaced due to unknown reason. Patient status was not provided.

Manufacturer narrative:
Further information was requested but not received.